Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure, saline solution and blood was visible within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 3mm distal to the distal edge of the proximal markerband and extended 40mm distally along the balloon material. A visual and microscopic examination could find no issue with the markerbands of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. Following deployment of a wallstent, an 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.